Event description:
It was reported that the customer reported he received calibration errors and bad sensor alerts. During troubleshoot; customer stated that she inserted the sensor in the abdomen using the serter and is following the calibration recommendations. Customer stated that the bad sensor alert occurred after the second calibration error after initialization. Blood glucose level 259 mg/dl; customer treated with insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.